Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychology injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, psychological trauma, fatigue, migraine, headache, alopecia and cystitis outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding), psychology injury, bladder infection, urinary tract infection, fatigue, hair loss, migraines and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: not reported. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: this case became incident. Event injury update as pelvic pain. New events dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal, back pain, menorrhagia (heavy menstrual bleeding), psychology injury, bladder infection., urinary tract infection, fatigue, hair loss, migraines and headaches was added. Patient date of birth added. Lab data added. Nondrug treatment was added. Iud insertion date update and removal date was added. Reporter and reporter causality comment added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil broke') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50712464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychology injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysteroscopy, laparoscopic bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, psychological trauma, fatigue, migraine, headache, alopecia and cystitis outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding), psychology injury, bladder infection, urinary tract infection, fatigue, hair loss, migraines and headaches. Discrepancy noted in date of insertion (B)(6) 2013 in previous case and in this follow up (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: not reported. Lot number: 50712464, manufacture date: 2013-01, expiration date: 2016-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil broke') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50712464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychology injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysteroscopy, laparoscopic bilateral salpingectomy and salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, psychological trauma, fatigue, migraine, headache, alopecia and cystitis outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal, back pain, menorrhagia (heavy menstrual bleeding), psychology injury, bladder infection, urinary tract infection, fatigue, hair loss, migraines and headaches. Discrepancy noted in date of insertion (B)(6) 2013 in previous case and in this follow up (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: not reported. Most recent follow-up information incorporated above includes: on 14-aug-2020: mr received-event added-coil broke was added, lot number added, reporter added, rcc updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.